Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The pateint had breathing issue. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b4. The manufacturer previously reported in section b4 incorrect date which is reported correctly in b4 section.

Manufacturer narrative:
In the previous report, in section d1, d2, g4 are mentioned incorrectly, which have been updated in report.